Manufacturer narrative:
Analysis of the customer provided data showed a disturbance on all target channels that triggered the false-positive calls, possibly related to actuator-tube interaction. No further, related issues between the actuator-tube were seen in the provided data. No issues were identified with the complaint kit lot during the investigation. Facility name (B)(6) was truncated due to character limitations. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A (B)(6) customer reported discrepant results for a patient sample when tested with the cobas sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system (lot 00803x). The same sample was repeated on genexpert and again on liat giving a negative result. No harm or injury was indicated.